Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported malfunction was that an integrated circuit, designator u17, was not functional and would not allow the pcb to continue through its boot cycle.

Event description:
It was reported that the device logged multiple times a potentially critical error code. There were no reports of pt use associated with the reported failure.